Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 110b (check vent: proximal pressure sensor auto zero failed). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed there was a bent crossover solenoid that was detected. This investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported solenoid valve malfunction. The faulty solenoid valve was replaced, and corresponding electrical and functional tests were completed. Following repair, the device passed performance verification tests per philips standards and was confirmed operational. Replacement parts were delivered, installed, and consumed as part of the service activity. Based on available information, the complaint of solenoid valve malfunction was verified. The unit required replacement of the affected valve to restore full specification. The investigation concludes that no further action is required at this time. Should additional information be received, the complaint file will be reopened.